Event description:
As reported by the user facility: infusomat IV pump - reference number unknown. Serial number unknown. Nursing reports of under infusion. Chemo infused too slowly. No other details available at this time. MFR report # 9610825-2013-00177.